Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a bilateral lens exchange was required. A zlb00 20.0 diopter intraocular lens (iol) was explanted due to a patient experiencing waxy vision and glare in the left eye. Lens was replaced with a zxr00 iol. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient post-op injury. This report will capture the lens implanted in the left eye and separate MDR will be filed for the right eye.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/08/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The product was received in a ziplock bag. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.